Event description:
Customer's father reported hospitalization due to high blood glucose. The insulin pump was alarming motor error. The blood glucose reading at the time of the event was 480 mg/dl. Customer had a fever and feeling sick. Customer was vomiting, dizzy, nauseated and dehydrated. Customer was also experiencing palpitations. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, self-test and error tests. Motor error alarm occured during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the motor error alarm. Motor passed motor test. The insulin pump was received in with a cracks at the display window, battery tube threads and reservoir tube lip. Off no power alarm functions properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.